Event description:
Information received indicates when the brake/steer petal was engaged the foot end casters did not hold.

Manufacturer narrative:
The technician found the foot end connecting rod was broken and not engaging the hex rod. Additionally, the link set screw was broken off in the hex rod. He replaced connecting rods with an upgrade link kit. He also replaced the hex rod and set screw to repair the stretcher.